Event description:
It was reported that approx eight months (original surgery date was) following low anterior resection for carcinoma of the colon, the pt developed two draining fistulas, one below and one above the umbilicus with minimal surrounding tissue indurations. Size 1 absorbable sutures had been used to close the fascia. There were excised under general anesthesia and characterized as multiple suture granulomas. In 2003 two suture granulomas along with "inflammatory pockets" surrounding the residual sutures, were removed. All residual absorbable suture was removed at this time.